Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant procedure, the left ventricular (lv) lead was to be re positioned. The guide wire was inserted inside the lumen of the left ventricular (lv) lead, and attempted to remove the guide wire it was not possible. The left ventricular (lv) lead was extracted with the guidewire inside. A different left ventricular (lv) lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the guidewire was unraveled. There was blood on the distal conductor of the lead and it was not obstructed, and the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. Visual summary analysis of the lead indicated damage at implant, and lead stretching. Analyst commented, lead is stretched, blood visible in distal conductor, guidewire is kinked (2 centimeters from distal end) and unraveled at (4 centimeters from distal end) and stuck in lead. Damaged at implant attempt.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.